Manufacturer narrative:
(B)(4). Visual examination of the returned guidewire revealed that the core wire of the hydrajagwire was broken and the coating ptfe was peeled (both failures were found in the same section). The complaint was not consistent with the reported event that the distal tip was detached. It is the most likely that the failure found could have been generated due to anatomical/procedural factors, moreover, the outer diameter of the device was found within specification, therefore the most probable root cause of this complaint is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a hydra jagwire¿ guidewire was used during a procedure performed on (B)(6) 2017. According to the complaint, during the procedure, the coating of the guidewire tip came off. The procedure was completed with a new hydra jagwire¿ guidewire. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be no patient injury. Investigation results revealed on june 9, 2017 that the core wire is broken.